Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that the evening after implant, the patient began to experience diaphragmatic stimulation. It was also reported that the left ventricular lead had pulled back and there was no capture. It was later reported that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.